Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient was hospitalized with hyperglycemia after the infusion device failed to provide an occlusion error. The patient's blood glucose was 570 mg/dl before dinner, and he delivered 3.0 units of insulin. His blood glucose decreased to 400 mg/dl, and then he fainted. He was transported to the hospital, and when the infusion device was disconnected, it was found the needle was bent. He received an insulin and saline drip and was still hospitalized at the time of the report. The infusion device was requested for evaluation.